Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, deformation and wear abrasion and observed split in patch area, it is out of specification was identified which is characterized as a workmanship. Voids in the gel observed after autoclave cycle.based on the device analysis the final assessment is: split in patch area assessed as a workmanship and that the unit is not ruptured. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left-side pain, sensitivity, and "bottom feels and looks flat." Additionally healthcare reported rupture. Device has been explanted.